Event description:
It was reported that this right ventricular (rv) lead exhibited fracture, high out of range pacing impedance, and loss of capture (loc). The patient was hospitalized. The cardiac resynchronization therapy defibrillator (crt-d)'s tachycardia therapy was turned off and was programmed to provide left ventricular (lv) pacing only. An implantable cardioverter defibrillator (ICD) was implanted on the right side of the patient's chest several months later. The crt-d remains implanted with the same programming. The lead remains in implanted but deactivated. No additional adverse patient effects were reported.